Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient exhibited shortness of breath (sob) and difficulties to exercise. The symptoms continued for a few days,until the patient felt chest pressure that progressed into pain and her heart rate slowed down abnormally. The patient was checked in an emergency room (ER). During the consult, the patient stated she had fallen multiple times since this pacemaker was first implanted. Testing revealed the right ventricular (rv) lead had electrical issues and the patient presented heart block. A perforation was suspected. Further analysis was performed and a chest x-ray evidenced both the right atrial (ra) and rv leads had no slack. A physician (md) determined there was no perforation, but the patient likely experienced twiddler syndrome and the rv lead micro-dislodged as result. The md noticed the patient touched her pocket constantly and complained of pain the area. The rv lead was reprogrammed and the patient was discharged. A few days after the visit to the ER, a surgical revision was performed to resolve the issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Past experience suggests patient manipulation of the devices through the skin (twiddler's syndrome) is a contributing factor to observations such as the reported. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(4) 2018, the patient exhibited shortness of breath (sob) and difficulties to exercise. The symptoms continued for a few days. On (B)(6) 2018, the patient felt chest pressure that progressed into pain and her heart rate slowed down abnormally. The patient was checked in an emergency room (ER). During the consult, the patient stated she had fallen multiple times since the lead was first implanted in (B)(6) 2018. Testing revealed the right ventricular (rv) lead 7741/735357 exhibited loss of capture (loc) and the patient presented heart block. A perforation was suspected. Further analysis was performed and a chest x-ray evidenced both the right atrial (ra) and rv leads had no slack. A physician determined this suggested there was no perforation, but the patient likely experienced twiddler syndrome and the rv lead micro-dislodged. The md noticed the patient touched her pocket constantly and complained of pain the area. The lead was reprogrammed and the patient was discharged. Three days after the visit to the ER, a surgical revision was performed wherein the rv lead was extracted and replaced to resolve the issue.